Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap gastrectomy. According to the reporter:endo stitch jaws keep jamming throughout surgery. There was no patient injury. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4).